Manufacturer narrative:
On 6-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip was deformed causing resistance between/against vasculature. After puncture, sheath insertion was attempted, but the sheath tip was habituated and did not go in easily. After replacing the sheath, the physician was able to insert it at one sitting and solved the issue. The procedure was completed without any problems. Additional information received indicated the resistance did not result in damage to the sheath or the dilator. The issue occurred before the catheter was inserted into the sheath.

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip was deformed causing resistance between/against vasculature. After puncture, sheath insertion was attempted, but the sheath tip was habituated and did not go in easily. After replacing the sheath, the physician was able to insert it at one sitting and solved the issue. The procedure was completed without any problems. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was found bumped, this could be related to the manipulation of the device while trying to insert it several times, and for this reason, the tip was deformed. The failure observed with the tip could be related to the issues reported by the customer; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The failure observed on the tip could be related to a potential skin incision size relative to the sheath. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).